Event description:
Meter would not allow pt to change the measurement from mg/dl to mmol/l. The arrow keys on the meter would not respond. The issue was not resolved with troubleshooting. The meter has been replaced.